Event description:
After approx 36 hrs of iab therapy, iabp alarmed high pressure, and blood was noted in the tubing. The iab was removed and not replaced. No pt injury or further complications occurred as a result of this event. No further details are available.